Event description:
Additional information was received. An update was made stating the investigator assessed the hematoma and lymph fistula events are not device or procedure related.

Event description:
Additional information was received it was reported that a distal type I endoleak was observed. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm. The proximal aorta was 41 mm in diameter and 20 mm in length. The distal aorta was 34 mm in diameter and 16 mm in length. The right and left access vessels were 8 mm in diameter. No calcification was present. When the physician unclamped the artery there was no blood flow due to a dissection of the femoral artery. A left femoral-femoral bypass was performed. The femoral bifurcation was dissected and a prosthetic fragment was implanted at the level of the common femoral artery and the ostium of the deep femoral artery and distally at the level of superficial femoral artery resolving the event. The investigator assessed this event as not device but procedure related. Two days post-operation, hematomas at the level of the different access paths, caused cervical compression leading to respiratory repercussion and active bleeding. An emergent intervention was performed. The physician declotted the different access paths resolving the event. The investigator assessed this event as not device related, procedure relation is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: dissection, bypass, blood loss, hematoma. Unknown cause of event. Conclusion: unknown cause of event. Dissection, bypass, blood loss, hematoma.